Manufacturer narrative:
Specific patient data for the event was provided. Patient 1 initial sodium result was 151 mmol/l and the repeat result on another analyzer was 142 mmol/l. Patient 2 initial sodium result was 146 mmol/l and the repeat result on another analyzer was 139 mmol/l. Patient 3 initial sodium result was 150 mmol/l and the repeat results on the same analyzer were 140 mmol/l and 141 mmol/l. It was unclear if this was the sample originally provided as an example.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for 24 patient samples. Specific data could not be provided, but the customer stated primarily sodium was affected and the results were high. An example was provided of an initial sodium result of 150 mmol/l that repeated at 140 mmol/l. The repeat results were believed to be correct and the customer issued corrected reports. The customer refused to follow up regarding the patients involved. No adverse event was reported. The sodium electrode lot number was x3016 with an expiration date of 01/03/2018. The customer performed daily maintenance and ran calibration and qc. All qc for these assays was within range. The field service representative could not find a cause and replaced the sipper nozzle as a precautionary measure. The customer ran precision, calibration and qc which all passed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based upon information provided for investigation, a customer handling error is a possible root cause for the event. The customer did not perform calibration on the morning of the event and the calibrator vials are used for the first instrument and then saved and reused for the second instrument. These facts indicate a customer handling error. The calibration interval must not be longer than 24 hours and the calibration vials should only be used one time.